Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was unremarkable. No suspicious system errors were noted when upon reviewing the device memory, numerous power supply errors were recorded on three different occasions along with template lost error. These errors occurred following capacitor charging. A full energy charge was commanded, and a snap was heard from within the device upon completion of the charge. The case was opened, and high-power visual inspection of the hybrid assembly noted three out of the 6 high voltage capacitor connections had cracked solder joints. Analysis concluded the power supply failure and template lost errors were a due to cracked solder joints on the high voltage capacitor.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The device was explanted without incident.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code tl indicative of lost static template. Boston scientific technical services (ts) educated that therapy remains available however the reference ECG template is not. Ts recommended performing a magnet-initiated device reset. The requested actions were completed, and a request was made to have data from this device analyzed. Data analysis showed that prior to logging the lost template error, the device recorded a several power supply resets. These power supply errors indicate that the device has an intermittent malfunction and replacement is recommended.